Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, 'air sensor fault' was confirmed through troubleshooting of the device. A review of the event history log revealed air in line messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the ultrasonic sensor out of range and failed to calibrate. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed air in line when loading the set, no air was present in the line. This occurred during testing at the biomed service department. There was no patient involvement. No additional information is available.